Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessels had moderate tortuosity and mild calcification, and the access vessels had a diameter of 9 mm. The aortic neck was 38 mm long, had a diameter of 25 mm, and had 70 degree angulation. It was reported that after the endurant bifurcated stent graft was placed (MFR report # 2953200-2011-01472), a proximal type I endoleak was evident. The physician elected to intervene by implanting an endurant aortic cuff (MFR report # 2953200-2011-01473); however, during its deployment, the aortic cuff moved distally 10 mm. The movement of the stent graft was attributed to user technique and inexperience with the endurant delivery system. The physician elected to implant another endurant aortic cuff to complete the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (stent graft misplacement). Results and conclusions: (angulated aortic neck), (user technique and inexperience).